Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer reloaded and reconfigured the system software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not switching on. Upon troubleshooting, fse identified that the system software got crashed. The philips engineer reloaded and reconfigured the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.